Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via an implantable infusion pump for non-malignant pain. It was reported that the patient thinks that their pump flipped over last night and since then thinks they are going through withdrawals. The patient stated feeling like their skin was crawling and noted to have had symptoms like these before. The issue was not resolved at the time of report. The patient was redirected to their healthcare provider to further address the issue.